Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a belt slip occurred along with a "belt slip" error message on the roller pump. The device was not changed out, as the customer was able to use the unit to complete surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR #1828100-2013-00380.